Event description:
The account alleged the bed had no alarm sound for the bed exit. No injury reported.

Manufacturer narrative:
The account replaced the scale board with the alarm to resolve the issue.